Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.5. Smartphone hardware: iphone14.2. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient reported he sought medical attention at emergency room (ER) due to hyperglycemia, with blood sugar levels exceeding 600 mg/dl. Despite changing the pod, his glucose levels remained high, prompting him to call 911 and be transported to the ER via ambulance. At the hospital, he received saline and a manual insulin injection but retained the new pod he had applied before the visit. The patient reported no symptoms other than high blood sugar and attributed the issue to possibly underestimating his carbohydrate intake from meals like ramen and pad thai. He did not believe the pod itself was faulty. The patient was discharged after a four-hour visit and has since returned to normal glucose levels. He was unfamiliar with the pink slide on the pod and could not confirm if it moved forward, as the pod was discarded. No redness, swelling, or insulin leakage was noted at the pod site. The pod was worn between 36 and 48 hours on the abdomen.